Event description:
Patient was implanted with synthes uss for l2-l3 posterior lumbar fusion in 2010. Patient developed adjacent level disease caudal to the solid l2-l3 lumbar fusion. Patient was returned to o.r. On (B)(6) 2013 for removal of all hardware. Patient was revised to uss dual opening from l2-ilium. Surgeon encountered issues with connecting the nut and collar onto the left iliac screw when the top threads on the screw that connect with the nut stripped. The surgeon then recannulated the ilium and replaced the left iliac screw with a 7 x 60mm screw, as well as the collar and nut, but encountered the same issue with the threads stripping. The surgeon then replaced the second stripped screw with a larger diameter 8 x 60mm screw, as well as the collar and nut, but again, the screw stripped when trying to engage the nut. The surgeon replaced the third stripped screw with another, as well as the collar and nut, and was finally able to get the nut to successfully thread onto the screw. It is reported one hook and screw holder was found to be bent during the procedure. It was reported, due to device malfunction it caused a delay greater than 30 minutes and that the procedure was completed with no further problem, no harm to patient. This is report 15 of 25 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Device is an instrument, not implanted or explanted. The device history records were researched; no abnormal findings were identified. Manufacturing evaluation reports the device was returned for evaluation with the thread at the tip of the inner shaft strongly bent. A complete insertion into the sleeve is not possible anymore. As this device was assembled after manufacturing, which is not possible anymore due to damages. The observed damage was caused post manufacturing. The thread flanks below the deformation are intact. This indicates that this shaft was bent while the thread was inserted into the counter part, by to high lateral force. Due to damages, verification of relevant dimensions could not be completed. Therefore this complaint is indeterminate from a manufacturing standpoint. Product development evaluation details, the returned hook and screw holder has a bent tip on the threaded pin component. The threaded tip also has minor damage to the first couple threads. The remainder of the instrument is in good condition. The uss spine systems offer the hook and screw holder to help install pedicle screws and hooks. Surgeons often use uss to correct spine deformities. Deformity corrections may require significant clinical torsional loads on the hook and screw holder/screw assembly. The associated current drawings for this instrument were reviewed. In addition, a drawing for a mating family of uss pedicle screws were reviewed. These drawings detail the appropriate dimensions, materials, and finishing processes for a successful instrument/implant connection. The bent tip on the returned device possibly suggests the device was not fully seated in the pedicle screw when off axis loads were applied during usage. Since the clinical loading and instrument/implant assembly conditions are not known and the mating instrument/implant dimensions are acceptable, this complaint is deemed indeterminate from a design perspective. Placeholder.